Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial implant procedure on (B)(6) 2017. Following the procedure, high impedance was found on the lead. Troubleshooting attempts were unable to provide resolution. X-rays were taken and revealed lead migration. In turn, the doctor decided to remove the lead. Upon removal of the lead, it was found to be fractured. As a result, the doctor implanted a replacement trial lead and the procedure was a success.